Event description:
The customer reported that "pt arrived into unit on alaris pump with multiple infusions providing hemodynamic support post cardiac surgery. Pump was plugged into power outlet. Pump alarmed "battery discharging" and switched off. No major hemodynamic instability although quick change of inotropes was required and medical assistance". Report stated that pt received aramine. No further event or pt info provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.